Event description:
A report was received that the patient had to charge her ipg frequently following a lead revision procedure, however electrocautery was not used during the procedure. The patient underwent an ipg replacement as the physician suspected ipg malfunction. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual imaging tests performed. The complaint of premature battery depletion has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. Depletion rate is in the normal range prior to the patient¿s lead revision. At the approximate date of the procedure, the depletion rate climbs markedly. It was reported that electrocautery was not used during the lead revision. The root cause of the aic-u1 damage is unknown.

Event description:
A report was received that the patient had to charge her ipg frequently following a lead revision procedure, however electrocautery was not used during the procedure. The patient underwent an ipg replacement as the physician suspected ipg malfunction. The patient is reportedly doing well following the procedure.